Manufacturer narrative:
The field service representative determined the st1 and st2 sample probes were the cause of the discrepancies. He replaced the sample probes, adjusted the air mix/dry and ran an ise performance check (which was ok). The field service representative ran ise calibrations, qc and precision test to verify analyzer operation.

Event description:
Customer stated they had been having "a lot of trouble with sodium". They had intermittent erroneous results and provided six patient results, the following five sodium results were discrepant: initial result 129, repeat 138 mmol per l. All samples were plasma and spun as soon as they reached the lab for 10 minutes at 3000 rpm. The initial results were not reported, they were repeated prior to reporting.

Event description:
Customer stated they had been having "a lot of trouble with sodium". They had intermittent erroneous results and provided six patient results, the following five sodium results were discrepant: tested (B) (6) 2009, initial result 131, repeated seven times gave 141, 142, 143 and 142 mmol per l additional four times. All samples were plasma and spun as soon as they reached the lab for 10 minutes at 3000 rpm. The initial results were not reported, they were repeated prior to reporting.

Event description:
Customer stated they had been having "a lot of trouble with sodium". They had intermittent erroneous results and provided six patient results, the following five sodium results were discrepant: tested (B) (6) 2009, initial result 128, repeat 142 mmol per l. All samples were plasma and spun as soon as they reached the lab for 10 minutes at 3000 rpm. The initial results were not reported, they were repeated prior to reporting.

Event description:
Customer stated they had been having "a lot of trouble with sodium". They had intermittent erroneous results and provided six patient results, the following five sodium results were discrepant: tested (B) (6) 2009, initial result 132, repeat 138 mmol per l. All samples were plasma and spun as soon as they reached the lab for 10 minutes at 3000 rpm. The initial results were not reported, they were repeated prior to reporting.

Event description:
Customer stated they had been having "a lot of trouble with sodium". They had intermittent erroneous results and provided six patient results, the following five sodium results were discrepant: tested (B) (6) 2008, initial result 131, repeated twice gave 135 and 137 mmol per l. All samples were plasma and spun as soon as they reached the lab for 10 minutes at 3000 rpm. The initial results were not reported, they were repeated prior to reporting.

Manufacturer narrative:
The field service representative determined the st1 and st2 sample probes were the cause of the discrepancies. He replaced the sample probes, adjusted the air mix/dry and ran an ise performance check (which was ok). The field service representative ran ise calibrations, qc and precision test to verify analyzer operation.

Manufacturer narrative:
The field service representative determined the st1 and st2 sample probes were the cause of the discrepancies. He replaced the sample probes, adjusted the air mix/dry and ran an ise performance check (which was ok). The field service representative ran ise calibrations, qc and precision test to verify analyzer operation.

Manufacturer narrative:
The field service representative determined the st1 and st2 sample probes were the cause of the discrepancies. He replaced the sample probes, adjusted the air mix/dry and ran an ise performance check (which was ok). The field service representative ran ise calibrations, qc and precision test to verify analyzer operation.

Manufacturer narrative:
The field service representative determined the st1 and st2 sample probes were the cause of the discrepancies. He replaced the sample probes, adjusted the air mix/dry and ran an ise performance check (which was ok). The field service representative ran ise calibrations, qc and precision test to verify analyzer operation.